Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this right ventricular (rv) lead was exhibiting noise. It was confirmed that the lead was fractured. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.